Event description:
It was reported that the drug delivery system was removed due to infection. No other information was provided at the time of this report. Additional information has been requested from the hcp, but was not available as of the date of this report. Device registration system indicates a new pump and catheter were implanted approximately 6 months after the reported explant date. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.